Manufacturer narrative:
Added h6 (b) investigation types 3331, 4121, 4110, and 4111, but there was no change to findings or conclusion.

Manufacturer narrative:
It was reported that the epidural catheter disconnected from epidural clamp. Clamp appeared properly closed. Quality issues noted with the connector. The manufacturer's rep discerned that the epidural tubing was not always properly seating into the connector. Due to contamination risk, the epidural had to be removed and a new one was placed. Since the disconnects were often unwitnessed, the catheters were replaced at the patient side. No known issues developed. There were no reports of death, serious injury, or follow up care.

Event description:
Catheter disconnected.